Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. As the device was not returned for evaluation; visual, functional, and dimensional inspections could not be performed. Therefore, the reported issue could not be confirmed. As the device was not returned for inspection, the reported issue could not be substantiated. Furthermore, the facility¿s equipment could not be evaluated. As the generator works to power the instrument, any failures of this piece of equipment will result in the instrument not working properly. The reported event is not occurring more frequently or with greater severity than is usual for the device. Product surveillance will continue to monitor complaints of this type for adverse trends. Device not returned.

Event description:
It was reported that the ligasure device would not seal tissue properly during a procedure. The procedure was completed successfully. There was no medical treatment or intervention required and no adverse consequences associated with this event.